Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 86 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient brought follow up information on a disc that was taken at a different facility. The bifurcated stent graft was found to have migrated to 1 cm below the renal arteries and the aneurysm was 8.5 cm in diameter with a proximal type I endoleak present. The cause of the migration and type I endoleak were due to aortic neck dilatation and disease progression. Two endurant cuffs were successfully implanted and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).